Event description:
Customer reportedly obtained results of 203 mg/dl and 109 mg/dl within a few minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.